Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold measurements. Boston scientific technical services (ts) discussed possible dislodgement or micro dislodgment thus, suggested considering an xray. Additional information obtained from the field which indicated that the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold measurements. Boston scientific technical services (ts) discussed possible dislodgement or micro dislodgment thus, suggested considering an xray. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the h6: device code.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold measurements. Boston scientific technical services (ts) discussed possible dislodgement or micro dislodgment thus, suggested considering an xray. The lead was explanted. No additional adverse patient effects were reported.